Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as bruised and red. The patient¿s home health nurse made adjustments for the skin irritation. Follow up indicated that the skin irritation improved.